Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse reviewed data printout from the customer and removed the peek tubing at I-5, I-6, the filter, and the column to allow the solution to flow. Fse then replaced the tubing on all components, performed warm-up and ran quality controls (qc). All results were within acceptable range and the errors cleared. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial (B)(4) from 28-oct-2017 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, provides guidance on error 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. Message 102 pres limit over is when the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. The solution is for the customer to turn the main power switch off and remove the cause of the pressure increase. The customer is to inspect for clogging at filter. Main power must be shut off then turned on again to re-start operations. Refer to 100 pressure high. 150 grad sensor error is generated when the grad sensor on the pump malfunctioned: 1) the grad sensor of pump is out of order. 2) in flow condition, the grad sensor is checked whether signal value changes within 2 seconds 3) a) grad sensor fault b) I/o-board fault c)main board fault 4) a) inspect the grad sensor b) inspect boards the most probable cause of the reported event was due to obstruction in peek tubing.

Event description:
On (B)(6) 2017, customer reported getting 100 pressure high, 102 pres limit over, and 150 grad sensor error on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H2. Corrected data. The 13-month review in the initial MDR incorrectly was incorrectly documented. It should have stated: a 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period.